Manufacturer narrative:
Added: h2 (type of follow-up report). Updated: g3 (date received by manufacturer), g6 (type of report), h6 (component code, type of investigation, investigation findings, investigation conclusions). The swan-ganz catheter involved in this case was not available for evaluation since it was discarded at hospital. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. Based on further engineering investigation, a definite root cause was unable to be established. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, a few minutes after calibration this swan ganz catheter provided incorrect mixed venous oxygen saturation (sv02) value. However, when calibrated sv02 was normal. Values were compared with blood sample. No error message was displayed. No further information is available. There was no allegation of patient injury. Patient demographics were requested and unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.